Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument failed mechanical engagement when placed in the system and based on the log review. A review of logs found six 22020 error codes indicating "installed permanent cautery spatula failed to engage on usm3 (wrist pitch axis failed to engage)." Instrument inputs failed to engage with the sterile adapter in multiple attempts. Common causes of engagement failures are attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. Additional observation related to the customer reported complaint was that the instrument was found to have a broken pitch cable at the distal clevis hub, likely causing the engagement failures. The broken cable segment that contains the crimp was still installed in the clevis. Common causes of the failure mode broken - distal instrument pitch cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is reportable due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted head and neck surgical procedure, the permanent cautery spatula was not recognized by the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor but no further information was available.